Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when the spike connector is connected to a ready to hang formula bottle, it is leaking where the tubing connects to the spike connector. Anecdotally, the customer reported this event occurred on two other occasions but is unable to provide any further information regarding these instances.

Manufacturer narrative:
Evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Eleven new samples inside their original package were received for evaluation. All the samples were functionally inspected, and 7 samples were found to be leaking at the connection between the cross spike and the tubing line. One sample was found with a kinked line. This complaint will be treated as confirmed, related to manufacturing. The root cause investigation and action plan will be documented through a corrective and preventative action (CAPA). This complaint will be closed with no further action.